Manufacturer narrative:
In this case the platform that houses the handpiece was inspected since the hp was discarded after use. However, the morphology of the lesion suggests an excessive approach to the insertion port while delivering a quantum of energy towards the external surface to cause this type of full thickness burn.

Event description:
3rd degree burn developed following treatment with facetite, located in the central anterior area of the neck. The ablative lesion, rounded with a diameter of about 2 cm, appears decorticated of the dermis. Prophylactic medical intervention required to avoid secondary infection and facilitate wound healing. Scar formation cannot be ruled out at the moment.

Manufacturer narrative:
Follow up report 07/03/2023. 1. User error - an extremely excessive amount of energy administrated over the neck area (~16kj) compared to that foreseen by the protocol (~ 4 - 5 kj) and it also seems that the doctor went too close to the port of access during the retrograde maneuver. This caused a thermal lesion, developed internally in the subcutaneous tissue and vented externally. Investigation conclusions: excessive energy / heat accumulated and incorrect superficial maneuvering. 2. Type of investigation code changed to 10. 3. Added final test report and in service report (training summary).

Event description:
3rd degree burn developed following treatment with facetite, located in the central anterior area of the neck. The ablative lesion, rounded with a diameter of about 2 cm, appears decorticated of the dermis. Prophylactic medical intervention required to avoid secondary infection and facilitate wound healing. Scar formation cannot be ruled out at the moment.